Manufacturer narrative:
Pump was received with no act and up button response due to corroded keypad traces. No vibration or audio/beep anomaly noted during testing. Unable to verify for battery out of limit alarm battery due to no act button response. Battery icon display properly after battery was inserted. No battery icon anomaly noted. Pump received with scratched lcd window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 250 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.